Event description:
A customer reported experiencing a cartridge change error with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through various troubleshooting steps, including inspecting and cleaning parts of the pump, but the customer was unable to successfully load a new cartridge. The customer was referred for further assistance, which included a recommendation to replace the pump. The replacement pump was sent with updated software, and the customer was instructed on how to return the faulty pump and what to do upon receiving the new one. There was no backup insulin therapy available, so the customer planned to contact their healthcare provider.